Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0gvdv, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor it was reported that patient had stimulation in the wrong location. It was also reported that patient had seizures and thought that it had caused the leads to shift as she was feeling stimulation in the wrong location. No symptoms were reported and no further complications were noted or anticipated

Manufacturer narrative:
Product ID: 3889-28, lot# va0gvdv, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported that it was unknown why the lead shifted and it was also unknown if the issue was resolved. No further complications were noted or anticipated. Additional information was received from the patient. Patient reported she thinks her device was not working because she is having burning pain and her previous healthcare provider said it would need to be replaced soon. Patient is having some of her baseline symptoms, which started a few weeks ago in december. Patient reported that since july she felt it in different parts of her body, so she wonders if the lead moved or migrated. No further complications were reported.